Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump (lvp) module was running levophed at 2 mcg/min. During a 15-minute break, a second clinician assumed care and received an order from the provider to pause levophed, administer 1l normal saline via pressure bag, and reassess blood pressure afterward. When the first clinician returned, the saline bolus was complete, and levophed remained stopped. The patient's blood pressure was below 65 mmhg, the provider gave a verbal order to restart levophed. The medication was reconnected to the pump, scanned, verified, and started. Within five minutes, the patient developed ventricular tachycardia with a heart rate in the 140s but no change in mentation. The providers were notified, and the patient was prepared for cardioversion. While obtaining etomidate, nurses noticed levophed appeared to be infusing much faster than intended. The infusion was stopped, and pharmacy determined the pump was delivering levophed at 999 ml/hr as a bolus, though the cause was unclear. The pump modules and related equipment were sent to pharmacy for evaluation. The patient stabilized, a new pump was obtained, and levophed was restarted. Preliminary findings suggest the event was related to workflow/manual programming. The patient later passed away on (B)(6) 2025, from unrelated causes after being placed on comfort care. It was reported the patient had multiple co-morbidities. The event timeline: nacl 0.9% bolus @ 1918 (order #(B)(4)) 1000ml @ 999ml/hr - not given with interop. Nacl 0.9% bolus @ 2014 (order #(B)(4)) 1000ml @ 999ml/hr - not given with interop. Nacl 0.9% bolus @ 2140 (order #(B)(4)) 1000ml @ 999ml/hr - not given with interop. Norepinephrine 4mg/250ml 0.9% nacl @ 2109 (order #(B)(4)) @ 2mcg/min (7.5ml/hr) - administered via interop on pump (B)(6). Paused at 2140. -attempt to resume estimated at 22:08 (based on flowsheet image & reported timeline of event).-paused at 2213 due to patient's vitals (became tachycardic, in vtach, & bp went from 89/52 to 183/131). Norepinephrine 4mg/250ml @0.9% nacl @2251 (order#(B)(4)) @ 2mcg/min (7.5ml/hr) - administered via interop with new channel pump (B)(6). No issues reported with new lvp.

Event description:
It was reported that a large volume pump (lvp) module was running levophed at 2 mcg/min. During a 15-minute break, a second clinician assumed care and received an order from the provider to pause levophed, administer 1l normal saline via pressure bag, and reassess blood pressure afterward. When the first clinician returned, the saline bolus was complete, and levophed remained stopped. The patient's blood pressure was below 65 mmhg, the provider gave a verbal order to restart levophed. The medication was reconnected to the pump, scanned, verified, and started. Within five minutes, the patient developed ventricular tachycardia with a heart rate in the 140s but no change in mentation. The providers were notified, and the patient was prepared for cardioversion. While obtaining etomidate, nurses noticed levophed appeared to be infusing much faster than intended. The infusion was stopped, and pharmacy determined the pump was delivering levophed at 999 ml/hr as a bolus, though the cause was unclear. The pump modules and related equipment were sent to pharmacy for evaluation. The patient stabilized, a new pump was obtained, and levophed was restarted. Preliminary findings suggest the event was related to workflow/manual programming. The patient later passed away on (B)(6) 2025, from unrelated causes after being placed on comfort care. It was reported the patient had multiple co-morbidities. The event timeline: nacl 0.9% bolus @ 1918 (order #(B)(4)) 1000ml @ 999ml/hr: not given with interop. Nacl 0.9% bolus @ 2014 (order #(B)(4)) 1000ml @ 999ml/hr: not given with interop. Nacl 0.9% bolus @ 2140 (order #(B)(4)) 1000ml @ 999ml/hr: not given with interop. Norepinephrine 4mg/250ml 0.9% nacl @ 2109 (order #(B)(4)) @ 2mcg/min (7.5ml/hr): administered via interop on pump (B)(6). Paused at 2140. Attempt to resume estimated at 22:08 (based on flowsheet image & reported timeline of event). Paused at 2213 due to patient's vitals (became tachycardic, in vtach, & bp went from 89/52 to 183/131). Norepinephrine 4mg/250ml @0.9% nacl @2251 (order#(B)(4)) @ 2mcg/min (7.5ml/hr): administered via interop with new channel pump (B)(6).

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, concomitant med prod data, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of a programming issue involving levophed was confirmed during log review and is being attributed due to use error. The facility reported an attempt to resume a norepinephrine infusion at the intended rate of 7.5ml/h; however, the log review confirmed that the user restored a previous bolus ivf infusion at the rate of 999ml/h and was allowed to infuse for seven minutes and thirty seconds. External and internal inspection of the suspect pump modules could not be performed because the devices were not returned for investigation. Laboratory testing of devices could not be performed because no devices were returned for investigation. The pc unit (pcu) and pump modules were not returned for investigation. However, the facility provided logs from the pump modules and pc unit, along with a data set, to help determine the details of the reported complaint. The event date was reported as (B)(6)m2025, no specific event time was provided by the facility however based on a review of the device logs, the event time is believed to be approximately 10:08 pm. According to the pcu event log, the pcu was powered on at 10:08 pm, and the suspect pump module (sn (B)(6)) was added and assigned to channel a. An infusion at a rate of 999 ml/hr with a volume to be infused (vtbi) of 928.416 ml was restored at 10:08 pm. At 10:10 pm and 10:12 pm, two invalid remote IV programming requests were received, therefore, the pump module continued to infuse at the rate of 999ml/h, the facility had reported that ¿norepinephrine¿ (levophed) was the medication that had been restored. The infusion was paused and restarted at 10:13 pm and paused again three minutes later by the clinician. The pcu was powered off at 10:16 pm. The primary volume infused from the time the time the suspect pump module was restored at 10:08 pm until it was channeled off at 10:16 pm, was calculated to be 123.01 ml. Root cause: the root cause of the reported over-infusion of norepinephrine (levophed) is being attributed due to user error. The facility reported an attempt to resume a norepinephrine infusion at the intended rate of 7.5ml/h; however, the log review confirmed that the user restored a previous bolus ivf infusion at the rate of 999ml/h.